Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat cholangitis performed on (B)(6) 2025. During the procedure, the balloon was torn during the second inflation. The procedure was completed with a different device. There were no patient complications reported as a result of this event note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was tested prior to use.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of balloon torn.